Event description:
Customer's doctor reported that the customer was hospitalized in the intensive care unit with diabetic ketoacidosis. Blood glucose levels at the time of admission and at the time of the call were not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.